Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30669982l and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient born on (B)(6), weighing (B)(6), underwent a non- ischemic ventricular tachycardia(isvt) ¿ right ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered pericardial perfusion in the right ventricle. When they were mapping and exploring the physician noticed an abnormal substrate toward the apex of the heart. Then they noticed that the fast anatomical mapping (fam) jet out from where they were, at the time no impedance changes were noted. The physician requested an ultrasound consult and that is when the pericardial effusion was confirmed. The procedure was stopped at that time. The patient was transported to the operating room (or). On the way to the operating room, the patient¿s pressure was good. The perfusion was noticed due to different anatomy that prompted a consult for ultrasound. There was a suspected perforation in the right ventricle pointing towards the septum. It was confirmed via soundstar catheter. A pericardiocentesis was performed. The procedure was abandoned. There was no evidence of any "perfusion" present before the procedure. Max wattage used was 42 watts with a total of 5 lesions in the outflow tract. The total ablation time was 4 min 48 seconds with total fluid amount of 328 ml. This adverse event was discovered during use of bwi products. The patient outcome of the adverse event was reported as unchanged. The patient did require extended hospitalization because of the adverse event. The catheter is available for return. Other bwi products used included a reprocessed soundstar catheter and ablation catheter. A transseptal puncture was not performed. Before noting the pericardial effusion, ablation had already been performed. No increase in impedance was noted. The event occurred during the mapping phase-post ablation. An irrigated catheter was used in the event, normal unspecified thermocool® smart touch® sf catheter (stsf) flow settings were used. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were, graph, dashboard, vector, and visitag. The visitag module was used, parameters for stability used were recommended settings: 3 mm, 3 sec ,25% force, and 3 grams. No additional was filter used with the visitag. The color option used prospectively was tag index. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.